Manufacturer narrative:
(B)(4), (B)(4), and (B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Device was not evaluated. Customer complaint could not be confirmed. No conclusion can be drawn.

Event description:
Hemoglobin results are higher than clinical expectations for pediatric use vs. Hemocue hemoglobin system. This report is for patient 1 of 2. Hemoglobin results > 15 g/dl with hgb pro system vs. Customer expected < 15 g/dl. Customer unable to provide specific patient examples vs. Hemocue hemoglobin system. No report of adverse event, serious injury, or interventions.